Event description:
It was reported that the stent moved on balloon. A 2.50 x 24 synergy stent was selected for use. However, during unpacking, it was noticed that the stent was not properly placed over the balloon and parts of it were not on it. The device was replaced, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the stent was totally dislodged from the balloon.

Manufacturer narrative:
B5 describe event or problem updated.

Manufacturer narrative:
Device evaluated by MFR. The synergy ous mr 2.50 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found that the first three rows at the proximal end of the stent were undamaged and securely crimped on the balloon. However, the remaining stent was severely stretched and pulled distally on the balloon. The stent was pulled out over the tip section of the device. As a result of the damage to the stent it was not possible to measure the outer diameter (od) of the crimped stent in accordance with the specified stent od specification. As a result, a review was performed into the stent crimp od recorded for this device at the time of manufacture. The maximum crimped stent od (outer diameter) was measured at 0.0382 inch at the time of manufacture and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual/microscopic and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that the stent moved on balloon. A 2.50 x 24 synergy stent was selected for use. However, during unpacking, it was noticed that the stent was not properly placed over the balloon and parts of it were not on it. The device was replaced, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the stent was totally dislodged from the balloon.

Event description:
It was reported that the stent moved on balloon. A 2.50 x 24 synergy stent was selected for use. However, during unpacking, it was noticed that the stent was not properly placed over the balloon and parts of it were not on it. The device was replaced, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.